Manufacturer narrative:
Lens returned dry in a micro-centrifuge vial with clear surgical residue/debris on product. Visual observation found hapic torn/broken/bent/deformed and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.50/3.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2018 and (B)(6) 2019. On (B)(6) 2019 the lens exchanged and the problem was resolved. Cause of the event is reported as patient related factor.